Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Other relevant patient history/concomitant medications? What is the patient's current status? Lot number? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a gastric bypass to treat morbid obesity on (B)(6) 2021 and a barbed suture was used. Post-op, the patient was discharged home on (B)(6) 2021 in front of a favorable development. On (B)(6) 2021, a fortuitous discovery was made of three intra-abdominal collections during hospitalization for another reason, gastrointestinal fistula was also observed and should be re-evaluated on imaging. On (B)(6) 2021, the patient underwent a surgical revision: performing a digestive endoscopy with placement of three pigtail prostheses as well as a nasojejunal tube. On (B)(6) 2021, realization of a control scanner showing efficient drainage of intraperitoneal collections and showing the presence of a collection at the level of the retro-peritoneum. On (B)(6) 2021, an abdominal scanner was performed showing a regression of the abdominal collections. On (B)(6) 2021, the patient underwent removal of drainage systems. Patient management summary was reported as endoscopy revision, admission in intensive care and biological follow-up. On (B)(6) 2021, the patient was discharged home. It was opined by the surgeon that the thread was not be enough barbed which would have caused a probable release of the threads. Additional information was requested.